Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with the infusion sets. The customer's blood glucose level was 400 mg/dl or 500 mg/dl. She treated her blood glucose level with a manual injection of insulin. The infusion set had a bent cannula. The infusion set's tape starts lifting around the second day. The device was not returned.